Event description:
It was reported that during a procedure of the mildly calcified, right iliac artery post-dilatation of the 7x28 mm omnilink stent, the armada balloon catheter was inflated to nominal pressure and while the physician pulled back slightly on the balloon to keep position, the balloon ruptured and separated. The device was removed without incident. Once outside the anatomy it was noted that the balloon tip distal marker and the tip had separated and remained in the proximal portion of the sheath. The sheath was removed and the fragment was retrieved. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.